Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing residual air from the cartridge. Customer will continue to use current cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
B4: (B)(6).